Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads were replaced per physician's preference due to not getting stimulation in the targeted area. The patient was doing well postoperatively. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient will undergo an ipg replacement for an unknown reason. No device malfunction was suspected.

Event description:
A report was received that the patient will undergo an ipg replacement for an unknown reason. No device malfunction was suspected.